Event description:
Site reported that gdp-10 harvest graft delivery system failed at the luer connector. Tech was getting bone graft preparation and as soon as the liquid hit the connector, we saw that it wouldn't work. We immediately took it off and disposed of it. Absolutely no impact on pt, pt was nowhere near where we were working and was covered by drapes, no delay in procedure, no impact on doctor. The defective connector was found on the first three occasions when I went to deliver cells back to field. On all cases, we grabbed another connector and used it.

Manufacturer narrative:
In total harvest received (B)(4) reports of gdp-10 leaks at the luer connector. Each report has been submitted to FDA as a separate MDR. As port of an investigation gdp-10 product was inspected and 2/135 luer connectors exhibited a cracks. Based on this investigation field action will be initiated and gdp-10 product will be recalled. The district office will be notified.